Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: as reported, the basket of a ncompass nitinol tipless stone extractor failed to open or close properly. No adverse effects have been reported due to the occurrence. The user facility stated that no further information about the event is available. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncompass nitinol tipless stone extractor was returned for investigation with the handle in the open position. The basket formation was not visible. The mlla [male luer lock adapter] was tight and the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.5 cm in length. A functional test determined the handle did not actuate basket formation. The support sheath was severed 2 mm from the nose of the mlla. With the handle in the closed position, the cannulated handle was bent approximately 1.7 cm from the mlla. The coil was off set near the junction of the cannulated handle. Under magnification, the basket formation was visible inside the basket sheath. The handle was disassembled during the investigation. The basket formation could not be manually actuated. A review of the device history record found one non-conformance related to sheath, buckling. The issue of sheath buckling when the function of the basket was tested during the quality inspection may have been related to the complaint issue. However, all devices from the lot were tested for proper functionality during the quality inspection, and all devices that were shipped passed the testing. A review of complaint history records shows one other complaint associated with the complaint device lot reported the same issue from the same customer (manufacturer reference # 1820334-2021-01020). Although the DHR review found a related non-nonconformance and a related complaint for the lot, adequate inspection activities have been established, and there is objective evidence that the DHR was fully executed. There was not sufficient evidence to conclude that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was non-functional due to extensive sheath damage. The yellow support sheath and basket sheath were both separated at the handle, preventing the basket from being opened or closed. There was not enough evidence available to make a determination of the cause of the issue. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the basket of a ncompass nitinol tipless stone extractor failed to open or close properly. No adverse effects have been reported due to this occurrence. The user facility stated that no further information about the event is available.